Manufacturer narrative:
Product event summary #pli 10: the ipg was returned and analysis found no significant anomaly. Evaluation determined that investigation is needed because it was reported that they thought the ins might be moving inside of patient when in certain positions, the patient rolled over in her bed and the ins flipped, and they were feeling a shocking sensation and had a big power shock when their back was to the computer and the device was replaced/moved to other side. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the ins might be moving inside of patient when they were in certain positions and the patient rolling over in bed and also shocking is a known event. The shock when the patient had their back to the computer suggests an emi so that is also a known event. Common sequences of events and contributing factors that can lead to the known event are documented in the risk management file. Pli 20: not a complaint. Product analysis #702052711:analysis information -- 2017-12-18 17:01:40 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 48 hours of testing at body temperature. Continuation of d10: product ID 3889-28 lot# va1hzrh implanted:(B)(6) 2017 explanted: (B)(6)2017 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. The reason for call was to report that the first one was replaced because it wasn't working right.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported she contacted her healthcare professional (hcp) and they stated it could be normal for the implantable neurostimulator (ins) to flip and the patient should call them back in a few weeks. The patient noted the swelling after implant had gone away. The patient noted in (B)(6) 2017 they rolled over in her bed and felt the ins flip about a month after implant. The patient noted about two days prior to the call they were feeling pain at the implant site on the left implant. The patient thought it was because the ins was flipping. The patient noted it continued to flip every day. The patient stated on (B)(6) they were feeling small electrical charges. The patient stated they were turning the ins off. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported. The device was returned for analysis.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed the device was functionally okay and there were insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative. It was reported the patient¿s device and lead were repla ced (B)(6) 2017 on the contralateral side of the patient. The patient had been experiencing shocking sensation at the implant site; there were no new environmental or external factors reported. The hcp performed an impedance check prior to explant. The issue was resolved after the revision and no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient went to the doctor and had an x-ray taken. They found the device had flipped completely and kept doing it. They were also having electro-shocks. They were facing their back to their computer and got a big power shock. They were having surgery on (B)(6) 2017 to reposition and check the device.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient thought the ins might be moving inside of them when they sat in certain positions. Patient stated that they could feel it when they were laying down and turning or sitting on their bed. Furthermore, patient stated that it felt like it bends or something. They also stated it didn¿t hurt but that they could just feel it and was worried it may pull the lead or something. Patient stated that they had pain after the surgery and that it hurt where the implant was as it was sticking up when it was healing but then went down. The pain from the surgery had since gone away. Patient mentioned they were getting about 75% reduction in symptoms and was better than before the device. No further complications were reported.